Event description:
It was reported that the lead dislodged a few days after implant and was successfully repositioned. The lead dislodged again and was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.